Manufacturer narrative:
Calibration and qc were acceptable. Sample foam detection (sfd) images were provided for the investigation. Dust particles were observed on the gripper wheels which can get into sample tubes and affect results. The images indicate the sample tubes were shaking. Based on the images, additional preanalytical issues were observed (e.g. Fibrin clots and red blood cells). The specific cause of the event could not be determined. The investigation did not identify a product problem.

Event description:
The initial reporter complained of discrepant high results for 2 patient samples tested for elecsys troponin t hs (troponin t hs) on a cobas e 801 analytical unit. The customer runs two applications of the assay in parallel for each sample: the 18-minute application and the 9-minute (stat=short turn around time) application. Patient 1: 9-minute stat initial result was 30.7 ng/l. The repeat result was 4.54 ng/l. 18-minute initial result was 4.59 ng/l. The repeat result was 3.84 ng/l. Patient 2 on (B)(6) 2024: 9-minute stat initial result was 9.54 ng/l. The repeat result was 10.6 ng/l. 18-minute initial result was 36.1 ng/l. The repeat result was 10 ng/l. No questionable results were reported outside of the laboratory.

Manufacturer narrative:
The e801 analyzer serial number was (B)(6).